Event description:
It was reported that unspecified bd¿ pen needle broke off and stuck in the patients skin. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. Cannot request a DHR due to unknown lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle broke off and stuck in the patients skin. No serious injury or medical intervention was reported.